Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 426 mg/dl and 460 mg/dl. The cannula was bent. The customer also had issue with serter. The customer did not provide information about symptoms and treatment. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.